Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor issue, system risk analysis (sra) and functional analysis. Trending of the odor/haze/mist issue was reviewed for the past six months (february 2017 to august 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was not returned for further evaluation as the fse reported it was contaminated with oil and unable to be returned. The assignable cause of the haze/mist/vapor issue is the oil mist filter. The field service engineer replaced the oil mist filter and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the reported smoke issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4)

Event description:
A customer reported an event of "smoke" emitting from the sterrad® 100nx sterilizer while running a cycle. The customer was able to unplug the unit, ventilate the room and discontinued use until the unit was serviced. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.